Event description:
The aspiration needle was deployed and inside of the patient's node for sample collection. When the doctor attempted to retract the needle back into the sheath for removal, the connection between the needle and handle had been severed. Unable to remove the needle from the node, the sheath was retracted back as far as it would go, and the needle and entire scope were carefully removed simultaneously.